Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve dislodged. While prepping the vizigo sheath, there was resistance when trying to advance the dilator into the sheath. The vizigo sheath was replaced and the issue resolved. The procedure continued. There was no patient consequence reported. This event was originally considered non-reportable, however, bwi became aware on 11-oct-2024 that the hemostatic valve was dislodged inside of the shaft and stress marks were observed in the dilator and have assessed the ¿hemostatic valve dislodged¿ as reportable. The awareness date for this issue is 11-oct-2024.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-oct-2024. The device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the shaft and stress marks were observed in the dilator. A device history record was performed for the finished device batch number, and no internal actions were identified. The resistance issue reported by the customer was confirmed since the dislodgment of the valve could be related to the resistance and stress marks observed in the dilator. The potential cause of the damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿resistance¿ issue. In addition, biosense webster inc. Analysis finding of the ¿hemostatic valve dislodged¿. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿resistance¿ issue. In addition, biosense webster inc. Analysis finding of the ¿stress marks in the dilator¿. Manufacturer's reference number: (B)(4).